Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that cylinder of this inflatable penile prosthesis had a macro puncture, and the pump operation was poor. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Model number and catalog number corrected. Upon receipt at our quality assurance laboratory, the components of this inflatable penile prosthesis underwent a thorough analysis. One cylinder was visually inspected, and leak tested. Cylinder had buckling folds, a hole from fatigue and another hole from cylinder-on-cylinder wear in the proximal end. Cylinder had two cuts in the proximal end of the cylinder from sharp instrument. Cylinder had a leak from fatigue and another leak from cylinder-on-cylinder wear in the proximal end of the cylinder. Cylinder had leaks in the proximal end of the cylinder from sharp instrument. Second cylinder was visually inspected, and leak tested. Cylinder passed visual inspection and there were no visual damages or abnormalities found. Cylinder passed the leak test. The momentary squeeze (ms) pump was visually inspected and functionally tested. The pump had no leaks and no visual abnormality found. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. Ms pump kink resistant tubing was worn down to the filament. Ms pump passed the leak test. The ms pump did not pass activation tests. Product analysis was able to confirm the reported allegation. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that cylinder of this inflatable penile prosthesis had a macro puncture, and the pump operation was poor. The device was explanted and replaced. There were no patient complications.